Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage.

Event description:
It was reported the patient felt dizzy and went to the emergency room. The lead had increased threshold and loss of capture. It was removed and replaced. No further patient complications have been reported as a result of this event.